Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and no issues were found than can lead to the condition reported by the customer. The received sample was found to be within specification. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample. The device functioned as intended.

Event description:
Customer complaint alleges the "nebulizer is not generating visual droplets and condensation in the tubing". Alleged issue reported as detected during a patient use. It was reported the device was changed for a new one. Customer reports no impact or consequence to the patient. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided at the time of this report. The device history record (DHR) of batch number reported has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. DHR shows that the product was assembled & inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. To perform a proper and thorough investigation to confirm the alleged defect and determine the root cause, it is necessary to evaluate the sample involved in this complaint. If the sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the "nebulizer is not generating visual droplets and condensation in the tubing". Alleged issue reported as detected during a patient use. It was reported the device was changed for a new one. Customer reports no impact or consequence to the patient. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). Corrected data: initial reporter corrected to: (B)(6)

Event description:
Customer complaint alleges the "nebulizer is not generating visual droplets and condensation in the tubing". Alleged issue reported as detected during a patient use. It was reported the device was changed for a new one. Customer reports no impact or consequence to the patient. The patient condition was reported as "fine".